Manufacturer narrative:
It was reported to draeger that the iacs screen froze and rebooted, and that the restart was not reproducible. The report also stated that the recorder could not be used before or after the iacs rebooted, and that there was an unspecified noise before the device rebooted. The device was replaced but no information stating which device was replaced was provided. Additional information later provided stated that the m540 rebooted for 1-2 minutes on a patient under surgery with no alarm. There was no report of adverse patient impact or a delay in treatment. Additional information regarding the device, the device logs, and patient condition were requested multiple times but not provided. No root cause or further analysis could be conducted, as no additional information was received. The device remains in use at the customer site.

Event description:
It was reported that the iacs c500 and m540 screen froze and went black, then restart occurred. After that, there is no reproducibility of restart. However, the recorder could not be used, and no output was possible even before the restart occurred. Also, sometimes noise occurred even before the restart occurred. The affected c500 is draeger repair substitute device. It was replaced with another repair substitute device. It seems m540 also restarted at the same time or with a short time lag.